Manufacturer narrative:
This product does not have an expiration date. This product was evaluated in the field. Eval summary - the cover was inspected at the account by the sales rep. The condition of the cover lead him to believe that the cause for the cover to fall was a collision with other equipment in the room by the user.

Event description:
It was reported that the top end caps fell off the main equipment boom. It was further reported that it looked like clips inside broke and caused the cover to fall. There was no reported pt involvement nor adverse events.